Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem customer technical support (cts) it was discovered that the customer did not complete the necessary steps to remove air from the cartridge. Reportedly, the customer reloaded the cartridge to resolve the issue and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.